Event description:
It was reported that there was a lead failure. It was noted that the patient received a left ventricular assist device (lvad) in (B)(6) of 2011. In (B)(6) of 2012, the patient reported dropping the controller and pulling on the driveline a few times. During the lead revision, the physician prepped the lead to be extracted with a laser. The inner coil retracted into the lead and the 14 french sheath was upsized to a 16 french. When the lead was removed, some of the inner coils folded over on the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analysis found that the distal conductor was fractured/flexed. The right ventricularand superior vena cava defibrillator conductors were kinked/buckled and the outer tubing overlay was kinked/buckled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.